Manufacturer narrative:
The sample has been discarded by the customer; therefore, a sample evaluation will not be performed. Batch review performed: lot ur10b22115 was manufactured on 02/22/2010 with satisfactory results. A follow-up report will be submitted if additional information becomes available. (B)(4)

Event description:
Customer reported a crack at the female end on the stopcock, which caused a leak. It is unknown when the reported condition occurred. There was no patient injury or medical intervention associated with this report. Samples have been discarded. No additional information is available.